Manufacturer narrative:
Concomitant medical products: 693565 lead, implanted: (B)(6) 2016. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient developed endocarditis with significant vegetation of the leads. Antibiotics were administered and an explant of the entire cardiac resynchronization therapy defibrillator (crt-d) system is planned. The crt-d system remain in use. No further patient complications have been reported as a result of this event.